Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument arm drape involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "an error ¿instrument engagement failed. Remove and reinstall¿ message populated". Failure analysis found the primary of engagement failure to be related to the customer reported complaint. For clarification, no related instrument was returned with the accessory to test for an engagement failure. The drape was returned, and the sterile adapter was installed onto an in-house system and the sterile adapters engaged properly with the system. However, when an in-house instrument was installed onto the drape, the instrument failed engagement. Visual inspection of the sterile adapter found no physical or cosmetic damage. The root cause for this failure is not determinable or applicable. For clarification, after further inspection, both white presence pins were found to be broken. The broken presence pins are likely the cause for the engagement failures. The root cause is not established. The product will be transferred for further review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis engineer (advanced failure analysis) has further investigated and tested the instrument arm drape that was involved with this complaint. The initial failure analysis were partially confirmed. The drape's instrument sterile adapter (isa) was installed onto the in-house system and an in-house sureform 60 was installed with an in-house cannula and seal. The isa was installed onto the system and did not display any errors. The presence pins moved as expected. One input disc did not turn as the others did. When the stapler was installed onto the isa, the system displayed an engagement error which likely related to the complaint. The bottom of the isa was inspected and the presence pins did not exhibit any damage and did not appear to be broken. It was noticed that one of the input discs had lodged material wedged between it and the bottom isa plate. The isa was disassembled and the lodged material fell from the isa. The material appears to be from the stiffener and isa pouch subassembly, and the stiffener/isa pouch corner near where the lodged component was found exhibited slight deformation. The root cause of the excess material that became lodged is typically attributed to manufacturing and can be caused by an incomplete die cut of the isa pouch and stiffener subassembly. To clarify, the finding of broken presence pins mentioned in the initial fa was not confirmed. The lodged material in the isa caused the input disc it was lodged with to not be able to turn freely, which is a likely cause of the engagement error when an instrument is installed. Additional information can be found in the following fields. Failure analysis information can be found in the following fields.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the issue was due to the arm drape. The axis 7 disk was stuck when installing on the universal surgical manipulator (usm) 4, service was performed to resolve the issue, no part replacement was required. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the arm drape be returned for evaluation; however, the part has not yet been received at the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the procedure logs showed that this malignant mastectomy surgical procedure was performed on (B)(6) 2022 via system serial #(B)(4). Review of the provided images is consistent with the complaint of engagement issue. The disc of the drape was damaged. No further escalations required for the image review. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure due to a malfunction arm drape and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error ¿instrument engagement failed. Remove and reinstall¿ message populated when the customer mounted the monopolar curved scissors (mcs) instrument on arm 4. Even though the customer re-draped the disc and re-installed the instrument, the same issue occurred for 7- 8 times shortly after starting the procedure. The customer continued using the drape as it was recognized. However, when the customer removed the instrument, re-docked, and installed the instrument, the error re-appeared, and the instrument was not recognized. There was no report of fragment(s) falling inside the patient. The customer continued the procedure with 3 arms. No known impact or patient consequences were reported. After the procedure, the customer checked and found that the disc of the drape was broken. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the accessory was inspected prior to use with no abnormality. There was engagement failure with the sterile adapter installed on arm 4. The surgeon elected to complete the procedure without arm 4 that had the mcs instrument installed.